Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information was received from the senior territory manager that the customer has passed away. No details were provided regarding the customer's passing. Attempts were made to contact the customer's next of kin, however, only voicemails could be left. A call back request letter has been sent. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.